Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent dislodgment). No results available since no evaluation was performed (device or procedural images were not returned for review). Related to operational context (guideliner device may have contributed to dislodgement). Evaluation conclusions: known inherent risk of a procedure(stent dislodgment). Unable to confirm complaint (device or procedural images were not returned for review). Operational context caused or contributed to the event (guideliner device may have contributed to dislodgement). (B)(4).

Event description:
It was intended to use a resolute integrity rx drug eluting stent to treat a moderately calcified and moderately tortuous lesion in the rca. Many attempts were made to pre-dilate the lesion prior to the first attempt at positioning the resolute integrity stent. The resolute integrity device stent was removed from packaging, inspected and prepped with no issues noted. An attempt was made to deliver the stent to the lesion site but the stent dislodged. Resistance had been encountered but force was not used during the attempted positioning. The location of the dislodged stent is unknown. The procedure was completed using a balloon only. The guideliner was cut open in an attempt to find the stent but this was unsuccessful. The physician commented that he believes the dislodgement may have been due to the use of the guideliner (non medtronic device). No patient complications were reported.